Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2; occurrence: a complaint history check was performed, and this is the 12th related complaint for shield does not detach as intended, the 15th related complaint for needle hub separates and the 1st related complaint for needle stick before use on lot # 9324120. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle hub separates, needle stick before use) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated during use. The following information was provided by the initial reporter: material no:328512; batch no: 9324120 it was reported that the shields were hard to remove and when they were removed the needle hub stayed in the shield. Also, she stuck herself when she removed the shield. Verbatim: consumer reported finding the shields hard to remove when removed needle hub stays in shield. Using teeth to remove shields. Consumer reported when removed with hands she did stick herself. No medical attention received.